Event description:
Surgeon removing block from femur after cuts had been done when peg broke off in bone - removed from bone with pliers. Surgeon used dedicated impactor/extractor to remove block but did not have slaphammer attached. Hence, surgeon had to lever the block from side to side to remove from bone and he commented that the bone was hard. Case completed as originally planned without any delay or medical intervention.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.